Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys vitamin d total iii (vitamin d total iii) and elecsys vitamin b12 ii (vitamin b12 ii) on a cobas e 411 analyzer (disk system). Patient 1 initial vitamin b12 ii result was 1162 pg/ml. The repeat result was 526.9 pg/ml. Patient 2 initial vitamin d total iii result was 51.26 ng/ml. The repeat result was 11.79 ng/ml.

Manufacturer narrative:
The vitamin b12 ii reagent lot number was 87010000 with an expiration date of 28-feb-2027. The vitamin d total iii reagent lot number was 88829401 with an expiration date of 31-oct-2026. Qc was acceptable. The field service engineer (fse) found a worn sipper probe. The fse replaced the sipper probe. The system was operating within specification. The investigation determined that the issue found by the fse was the root cause of the event.